Event description:
Revision surgery - the removal of keystone stem. The stem perforated the femoral canal. On (B)(6) 2011 a phone conversation with the agency revealed a djo stem was removed and a biomet stem was implanted. The only djo implanted used at the revision was an hxl liner.